Event description:
It was reported that while the surgeon was advancing the lens it "shot out" of the end of the injector and tore the capsule bag. The doctor repositioned the lens and left it in the eye. Post-op the patient is fine and vision is okay. Additional information has been requested, but no additional information has been received. Please reference MDR# 1313525-2015-00600 for the lens used during this event.